Event description:
It was reported that the patient was experienced over stimulation in their left leg which resulted in a general discomfort. This sensation only occurred when therapy was on. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their implantable neurostimulator (ins) replaced with a different model. Patient has effective therapy post op.